Manufacturer narrative:
Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer reported multiple discrepant (alleged false positive) bd sars cov-2 result.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results with the bd max sars-cov-2 reagents kit (ref. 44500301) lot 1243873 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagent indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported multiple discrepant results (false positive) when using the bd max sars-cov-2 reagents for bd max¿ system from lot 1243873. Customer provided only plots for 9 samples from 8 runs, performed on ct2385 for investigation. Manual pcr curve adjudication was performed on the pictures of the curves received. Analysis of the curves show that for all 9 samples, a moderate or late amplification of the n1 target is present, without amplification of the n2 target. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. However, although these results appear to be true positive, without csv files, the analysis was limited. Bd is unable to determine if the curves of the n1 target in these samples was the result of a true amplification. Without more data, no further analysis was possible, and the root cause could not be identified. Bd was unable to confirm the customer issue. Based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for bd sars-cov-2 assay discrepant results on lot 1243873. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since there is no indication that the reagent is defective. Bd life sciences quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer reported multiple discrepant (alleged false positive) bd sars cov-2 result.